Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13364. The patient has two leads with the same model and lot number and one lead from a different model number, reporting on all leads. The patient reported she was experiencing an increase in stimulation on her left side. The patient stated the stimulation coverage on her right side was working properly. Follow-up information identified a sjm representative met with the patient on (B)(4) 2013 and ran a lead diagnostic test, contacts 1 and 9 were invalid, however, those were not being used at the time. Reprogramming was unable to capture the patient's desired pain area due to the patient feeling a zinging sensation. Later that evening the patient's father took her to the emergency room due to her migraines getting worse as a result of the zinging/jolting sensation. X-rays showed no lead migration. Additional follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.